Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: a2dr01 implantable pulse generator, (B)(6) 2014. (B)(4).

Event description:
It was reported that post implant, the atrial lead impedance was within normal range. A check the same day showed the bipolar lead impedance was low. The lead was checked in unipolar and pocket stimulation was noted. Programming was left in unipolar and the lead remains in use. No patient complications have been reported as a result of this event.